Manufacturer narrative:
Analysis of the pump revealed there were multiple motor stalls and recoveries observed in the logs. The pump was received in a hard motor stall that recovered during internal decontamination. During destructive analysis significant residue and shaft wear on the upper shaft of gear 2 were found. There was also residue on the jewel where the upper shaft of gear 2 inserted into the top bridge assembly. Analysis noted motor gear train anomaly stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump was replaced on 2014 (B)(6) after the pump stalled and never restarted.

Event description:
It was reported that the manufacture representative was contacted by physician on 2014 (B)(6) due to a pump that had stalled on 2014 (B)(6) at 21:11 and had restarted on 2014 (B)(6) at 09:47. It was stated that the patient had showed no signs of withdrawal during the time the pump was stalled. It was reported that it was the first time a stall had occurred and set off an alarm. It was noted that the physician had not felt there was an environmental factor. It was reported that the patient was for an elective replacement indicator in (B)(6) 2016. The patient had not had any falls and had not been in the vicinity of severe magnetic fields. It was unsure why the pump suddenly stopped. The pump system was delivering baclofen. Two days later, it was reported that there were no identifiable cause of the motor stall. It was noted that logs were read but no further actions were taken. It was also reported that there were ¿no ill effects to the patient¿ and patient was receiving therapy as before incident. It was stated that the device was functioning and remained implanted. Additional information received reported that at 2300 on day of report, the manufacture representative was called into the emergency department because, the pump had activated a critical alarm every ten minutes. The pump was interrogated and showed a motor stall had occurred at 21:27 on the day of report. It was reported that an attempt was made to restart pump with a ¿pump stop mode and then turned pump back into simple continuous mode.¿ it had no effect on the pump, it remained stalled. The last motor stall patient occurred 2014 (B)(6), but it restarted 12 hours later. Patient remained under medical supervision overnight. It was noted that there were no patient injuries. The status of the patient was reported as ¿unknown.¿ it was also noted that the device was going to be replaced ¿asap.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.